Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had dead battery and unexplained pump error. The customer¿s blood glucose level was 140mg/dl. Customer also stated that the insulin pump had motor arm cannot communicate with the main arm and software error alarm occurred twice. The customer was advice to revert backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed the motor arm cannot communicate with the main arm alarm and software error detected . Problem isolated to electronic assembly.